Event description:
Pt was post-op. Had heparin running thru pump. Pump regulated and failed to function. Pt received too much heparin necessitating return to or to evacuate clots. Received 250cc in 7hrs instead 21cc/7hr. Per call to rptr: procedure was fem pop bypass. Facility is of the opinion that clotting was result of hyperinfusion of heparin.